Manufacturer narrative:
(B)(4). Customer returned pump for an alleged high bgs found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, active current test, and self test. The pump failed the sleep current test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, battery tube threads - cracked, and label damage. Unable to verify customer's complaint for high bg's. High sleep current measurement was confirmed due to moisture damage on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. Customer reported there was difference in sensor glucose and blood glucose values. Customer declined troubleshooting. Customer was using auto mode feature. Customer treated high blood glucose using manual injection and bolus. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.